Event description:
The customer reported to the cse that the ventilator had been put into use the day after it had been serviced for a failure to pass total est (as noted under recap gc0394). The respiratory therapist failed to confirm all pt settings prior to attaching to the pt. The therapist reportedly only set the specific things ordered (items unk). The result of this failure to confirm all pt settings is unk. The pt reportedly did not suffer any injury as a result. The users reported the ventilator functioned as intended, including all alarm parameters. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.